Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient's right ventricular lead had high thresholds and increasingly high impedance. During a prophylactic device replacement, the lead exhibited intermittent loss of capture during manipulation of the lead. The lead was capped and replaced. The atrial lead also measured high thresholds. The atrial lead remains in use. No patient complications have been reported as a result of this event.